Event description:
It is reported that the device was implanted in early 2003. Post-op visit in 2008, x-rays show patient is experiencing bone loss.

Manufacturer narrative:
Evaluation summary: the pt had a revision tka performed five years ago and the x-rays show the bone loss on the proximal tibia on the medial side. The tibia shows significant bone loss. The pt has a medium build and medium activity level. Devices are still implanted and not available for review. Item number and lot number of the tibial component is not known. The cause of the problem could not be definitively determined, however, there is a considerable bone loss/damage to tibia and it appears to be from the previous implant. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.